Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a venous pressure alarm occurred at the onset of a routine hemodialysis treatment. It was determined that the alarm was triggered because the operator inadvertently did not remove the tourniquet on the pt's arm after cannulation. Rinse back was not performed due to the amount of time the blood pump had been stopped while troubleshooting the alarm, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to user error. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The alarm is due to the operator inadvertently not removing the tourniquet from the pt's arm after cannulation. The cycler alarmed appropriately. A direct correlation between nxstage sys one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Event was reviewed with facility staff. Add'l training will be provided. Nxstage medical considers this report closed. No add'l info will be provided.